Event description:
Additional information received reported that the patient was seen on (B)(6), to work on programming her systems for appropriate coverage. The patient did not mention anything else regarding her batteries or charging them frequently.

Event description:
It was reported that the patient was charging more than expected, and was not reaching a full battery. The patient was charging just over monthly, and felt that the battery did not hold a charge. The patient was also not receiving stimulation benefit, and all contacts on the lead showed impedance measurements above 10,000 ohms. The lead was replaced, and it was reported that there was no patient injury and the patient recovered without sequela. The patient had a follow-up appointment scheduled for may 7th for reprogramming and further recharging training. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3777-60, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6); extension model 3708140, serial# (B)(4), implanted: 2011 (B)(6), explanted: na; programmer model 37743, serial# (B)(4); recharger model 37752, serial# (B)(4); accessory model 3550-29, lot# n156835, implanted: 2011 (B)(6), explanted: na. Analysis of the lead model 3777-60, serial (B)(4), found the #0 conductor was broken 2.5cm from the proximal end. The #0 circuit was open. Continuity was acceptable on all other circuits.